Event description:
It was reported that a 1-2 mm black particle was observed in the solution of an lv 10 infusor. This occurred prior to filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Fourier transform infrared spectroscopy (ft-ir) analysis of the particulate matter determined it to be cellulose. The source of the particulate matter could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture dates between march 1, 2013 - march 4, 2013. The device was received for evaluation. Visual inspection identified a solid black particle approximately 0.8 mm in size floating in the solution of the bladder. This confirmed the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.